Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in (B)(6). Prior to insertion, they found the spring wire guide was kinked. As a result, it was not used, however, they had already used the introducer needle. As a result, another kit was opened and used successfully. There was no delay in treatment and no patient death or complications reported.